Event description:
During ercp on patient with tortuous pancreatic duct, the guide wire caught on the main stone and broke off. Physician was unable to retrieve wire. Patient underwent surgery and the wire was retrieved, but patient would have to undergo surgery anyway due to lack of success of ercp. Dates of use: 2007. Diagnosis or reason for use: cholecystitis.